Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the front of the bag; further described as leaking through the picture (marking) indicating "no latex". This was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between july 06, 2018 - july 08, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information.